Event description:
It was reported that the urine leaked, allegedly from a break in the shaft. Per additional information received via email on 14 february 2019 from ibc representative, there was no missing pieces from the shaft.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with an attached portion of inlet tubing. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without any issues, returning 10ml of solution with no cuffing noted. The active length of the catheter balloon was measured (0.8005") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3). Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflae and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine leaked, allegedly from a break in the shaft. Per additional information received via email on (B)(6) 2019 from (B)(4) representative, there was no missing pieces from the shaft.